Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the climax ctc-1052rv, a gsm/3g/4g-lte medical alarm with long range rf communications, interfered with the patient¿s therapy. It was stated that it changed their therapy stimulation; it would increase, decrease, and sometimes the patient could not feel it at all. The patient stated that they are sensitive and have to keep stimulation low. It was later reported that the programmer (pp) started giving them the poor communication screen and they couldn¿t connect to their implant. Troubleshooting included securing the antenna cord to the pp, and the patient was able to connect. Their therapy was on, on program 3 at 0.4v. However, the pp would revert back to the ¿press synchronize button¿ screen or the ¿poor communication¿ screen. It was confirmed that they were using brand new energizer alkaline batteries. It was noted that the patient received a ¿real quick jolt¿ during troubleshooting the poor communication. It was recommended that they follow up with their healthcare provider to check the device and determine if the poor communication was related to the interference issue. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was still experiencing sporadic and constant overstimulation from their device. It was noted that it runs down their leg to their toes and makes them stick in the air. It is painful and causes them to ¿bellow¿ out. It was reported that when this happens, they are unable to turn their stimulation off until they leave their apartment. They believe this is due to interference from something in their apartment; their neighbors upstairs may have some sort of medical device that is interfering with their implant, or the source of interference could be a ¿huge sub station¿ that they built nearby. It was stated that they thought they had ¿new neurological problems going on¿ as a result of the suspected interference because they had been ¿experiencing cramping, tightening, and spasming of their muscles.¿ the symptoms and interference were noted to have started in (B)(6) 2017. It was again noted that they met with a local rep and they did a diagnostic check on the device and found no issue. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See also manufacturer¿s report # 3004209178-2018-00521 for the other issues with the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their ins had not been working properly due to radiofrequency interference and had ¿all kinds of issues due to emi¿. The patient noted they turned the ins on and it works but then they go to turn it off and it seemed ¿like its working then all a sudden, like maybe 45mins-1 hr later its not working at all¿. They then used the programmer to check the ins (using the sync button) and it was off. They turned the ins back on. The patient met with the manufacturer¿s representative where the device was reprogrammed and got it working again. The patient had brought in a gps device¿ used for detecting their falls and it was constantly interfering with the implant. It caused problems with the ins ¿anytime it would move close, it would increase the intensity¿. The representative checked the electrical integrity of the device system and everything was fine (¿imp lant was working fine¿) but when the patient got back to their apartment, the ins was acting ¿goofy¿ giving them continual stimulation and then it stopped working. The representative did not specifically say what was going on with the device. The patient stated that when they left their apartment, the device would work but as soon as they entered the apartment/garage they start to have problems. They contacted their internet provider, talked to an engineer, and got a recommended app that picks up "all interference from bluetooth, 'beacons', rfs, signals". The app picked up a security system called nest in the apartment above them and gave them real time what nest was doing. The app was telling the patient that something in the apartment above was creating a lot of emi. When the patient contacted the leasing office, they were told it was the railroad tracks. The patient doubted this as they had lived in their apartment for several years with no problems. The patient stated that they knew there is a ¿security system w beacons that 'can essentially follow you' located above her apt/whoever lives up there was in military¿¿. In addition, the patient¿s ¿rfc¿ was to get their device information from "a grant based program that her device is enrolled in that is being done to show specifically how devices are working w/in pts. The patient stated that a "data telemetry system" is used that sends implant data remotely 'from a chip on the implant' to "external hubs" in different locations" and explains certain things that can interact with their implant. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient moved to a new location because at their old location they were having interference with the device. The patient stated that right now everything was doing well. No further complications were reported.

Manufacturer narrative:
It was noted that the patient received a ¿real quick jolt into their foot¿ upon connecting to their device, during troubleshooting for the poor communication. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the climax ctc-1052rv, a gsm/3g/4g-lte medical alarm with long range rf communications, interfered with the patient¿s therapy. It was stated that it changed their therapy stimulation; it would increase, decrease, and sometimes the patient could not feel it at all. The patient stated that they are sensitive and have to keep stimulation low. It was later reported that the programmer (pp) started giving them the poor communication screen and they couldn¿t connect to their implant. Troubleshooting included securing the antenna cord to the pp, and the patient was able to connect. Their therapy was on, on program 3 at 0.4v. However, the pp would revert back to the ¿press synchronize button¿ screen or the ¿poor communication¿ screen. It was confirmed that they were using brand new energizer alkaline batteries. It was noted that the patient received a ¿real quick jolt into their foot¿ upon connecting to their device, during troubleshooting for the poor communication. It was recommended that they follow up with their healthcare provider to check the device and determine if the poor communication was related to the interference issue. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient repeated previously reported information and that they thought the manufacturer had a program in their apartment to report information about their device. The patient stated they thought the equipment was causing their device to turn off or be overstimulated. It was reviewed that they were probably correlating what was going on with their device with unrelated things in their apartment. The patient was advised to follow up with their healthcare provider. No further complications were reported.